Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01748. It was reported the patient was no longer able to receive adequate stimulation/therapy. An impedance check revealed high impedance. Reprogramming was unable to provide needed therapy. Later, the patient's leads were found to have migrated. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.

Event description:
Device 2 of 2 : reference MFR. Report#: 3006705815-2018-01748.